Event description:
The MFR rec'd info alleging a ventilator was not charging its battery to full capacity. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's battery charge limit was reset to address the issue.